Event description:
It was reported that a in 2002, an unconscious patient with a history of hypertension was reported to dispatch. CPR was performed and ems provided care. A hand written note on the pcf tag states "no pads. No report. Info from mcm indicates a "check electrodes" problem. No further incident information was provided.